Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The evaluation of the actual device could not be conducted due to the device not being returned. With no device return, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that in the final steps of delivering a angio-seal evolution the compaction tub did not deliver and they could nould not fix the collagen sponge manually. The blood loss was greater than 250cc's. The patient was reported to be ok. Mechanical compression was applied. Additional information was received 28august2019: the procedure performed was percutaneous coronary intervention (pci) for rc stent, right femoral access, using a 6fr sheath. A pre deployment angiogram was performed, was normal, in right location and in the common femoral. The delivery was normal, the traction was normal, the only issue was with the button, it did not work. The suture could not deliver, therefore the doctor had to cut the system and push the collagen with the cut-part piece tube.